Event description:
The event involved a leak from the spinning spiros® closed male luer, red cap, which led to fluid leakage during infusion. A chemo tubing was used for the patient's bolus and pre-mediation prior to giving clofarabine. Benadryl pre-med 20mg was running through the chemo syringe tubing with a spiros on the end of it, which was connected to the bifuse then connected to the patient's port. The reporter went into the patient's room to start the next pre-medication when the reporter noticed that the patient's port had blood backing up into the tubing. The reporter checked the connections from the IV tubing to the patient's port tail, and it was not wet. Checked the bifuse connections, and both were damped. It also stated that the reporter noticed the chair that the patient was sitting in was wet and the floor had a significant amount of fluid on it. At the time, the patient had a normal saline (ns) bolus running through the other connection that was connected to the bifuse. The volume of the benadryl premedication and flush was only a total of 1.2ml, and there was significantly more fluid on the floor than that, so the bolus must have also leaked. Upon disconnecting the syringe tubing with the spiros cap on it, we attached a new flush and a priming cap, and the spiros cap was leaking at the connection and there appeared to be a crack in the spiros. The reporter also attached a flush to the bifuse without anything else on it, and it was difficult to tell if the spiros were leaking or not. There was patient involvement but no harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been returned.

Manufacturer narrative:
Additional information in b5. D9 - date returned to mfg on 10/10/2025. Received the following: one (1) new. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #14400462. One (1) used. List #ch2000s-c, spinning spiros® closed male luer, red cap; lot #14400462. One (1) used. List #unknown, extension set; lot #unknown. One (1) used. Ref #306499, bd 0.9% sodium chloride 10 ml syringe; lot #5077095. One (1) used. List #unknown, bifuse with 2 claves and 1 spiros; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed on the spinning spiros. The returned spinning spiros were tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The reporter also attached a flush to the bifuse, which was also in use at the time the fluid and medication was infusing into the patient. The bifuse was included for the reason that they were unsure if there was any chance this piece could have also been leaking since it comes included on the spiros. The event was during infusion. There was patient involvement but no harm